Event description:
The customer reported that the adhesive and her skin was damp. Her blood glucose rose to 305 mg/dl, so she deactivated the pod.

Manufacturer narrative:
The device was not returned for eval. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided.